Manufacturer narrative:
The investigation of access site bleeding and infection/sepsis has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding was most likely anticoagulation management since partial thromboplastin time (ptt) was very high and groin side bleeding was resolved before impella weaning with optimizing of the sheath-angle and optimizing of activated clotting time (act). Infection/sepsis: the root cause of infection/sepsis could not be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported that a patient was on impella cp support and experienced access site bleeding. Bleeding was also noted at the old/explanted extracorporeal membrane oxygenation access site. Five bags od blood were administered. Partial thromboplastin time (ptt) was noted to be very high at 200 seconds. Heparin was paused for two hours and ptt was rechecked and was 120 seconds. Heparin was paused again for additional two hours. The patient became septic. Additional information was received three days later. The patient was hemodynamically stable and the impella cp was successfully weaned due to improving left ventricle function. The groin side bleeding was resolved before impella weaning with optimizing of the sheath-angle and optimizing of activated clotting time.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿